Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient developed a recurrence over two years post implant which noted to be just lateral to the first repair. Recurrence is a known adverse event listed in the IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, the mesh remains implanted. Although it does not appear a device failure occurred, without additional information no conclusion can be drawn.

Event description:
The initial attorney report alleged unspecified injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2001 - patient underwent repair of right direct inguinal hernia with a kugel patch. On (B)(6) 2004 - patient underwent repair of a recurrent direct inguinal hernia with a bard flat mesh. The hernia defect was noted just lateral of the previously placed kugel patch. The kugel patch was left in place.